Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a radio frequency pic failed self-test alarm. The customer's blood glucose reading was 113 mg/dl. The call was unsuccessful as there was a lot of background noise and static; troubleshooting was not performed. The call was disconnected and the helpline tried to call back to no avail. No further information given.